Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, with a tip protector, in a tray. Sample one: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three functional tests. Sample two: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and cut, and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent, no bent condition observed on the probe needle. Gouge marks observed on couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample one was found to be functionally conforming, therefore an aspiration and cutting failures as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned sample two complaint evaluation confirm the probe had an actuation failure. The complaint evaluation does not confirm the probe had an aspiration and cut failures. A potential contributing factor for the actuation failure is the bent inner cutter. How and when the inner cutter became bent cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance record was initiated related to the bent inner cutter. No additional actions have been taken by the manufacturing site as the reported aspiration and cut failures were not confirmed. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the actuation or cutting and aspiration was not working at all during vitreoretinal surgery. The surgery was completed after replacing the product with new one. There was no patient impact.